Event description:
It was reported that during an interventional procedure of the unspecified vessel, the 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) was positioned but could not be inflated. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event, date of relevant tests: estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported inflation difficulty was confirmed. The reported inflation difficulty appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and returned device analysis, there is no indication of a product deficiency.